Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report adjust belt or check belt messages and check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages) has been confirmed. Upon eval, the rear pulse wire was not properly soldered to the trunk cable pulse wire. The cause of the adjust belt or check belt messages and check therapy pad messages is the improperly soldered pulse wire. The root cause of the improperly soldered pulse wires cannot be positively identified. No adverse event resulted from the improperly soldered pulse wires. The pt received a replacement electrode belt.